Event description:
The hospital reported two patients had been perforated during procedure. It is unknown whether the procedures were completed with the same endoscope. The hospital reported both patients have recovered.